Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a vein graft. A 4.00 x 16mm synergy¿ drug eluting stent was selected for use and advanced to treat the lesion. During the procedure, when the physician was implanting the device, the stent moved from the balloon before deflation. The synergy¿ stent was implanted and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4).